Manufacturer narrative:
Analysis of the catheter identified a deformed in shape along with an allegation of dislodgement. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 175 mcg/ml at a dose rate of 104.85 mcg/day and dilaudid with concentration 2 mg/ml at a dose rate of 1.19 mg/day via an implantable pump for non-malignant pain. It was reported that there was an inability to aspirate catheter from the side port and suspicion that catheter was no longer in the intrathecal space as evidenced by the need for increasing doses with little effect. A dye and rotor study were performed on (B)(6) 2019. The rotors were moving normally but the physician was unable to aspirate catheter. The complete catheter was explanted and replaced. The baclofen dose was reduced to 17.5 mcg/day and the dilaudid dose was reduced to 0.2 mg/day. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. The catheter in possession of the company representative and was to be returned to the manufacturer. It was indicated that there were no known environmental/external/patient factors that contributed to the issue. The patient was currently taking oral baclofen 20 mg qid. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.